Manufacturer narrative:
(B)(4).

Event description:
The fr2 has no audible voice prompts. The user has tried to reset the volume of the device but it does not help. The device passes its battery insertion tests and the status window says "normal." There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.